Event description:
It was reported that the patient had urinary tract infection. It was later reported that the event date was (B)(6) 2013. Clinical diagnosis was (B)(6) infection. Laboratory testing: abnormal, culture came back positive for (B)(6). Date of the test was (B)(6) 2013. Relatedness was noted as device related and procedure related. Action type was noted that medications were administered, the patient was put on antibiotics, (B)(6) 2013. Patient outcome was noted as resolved without sequelae, (B)(6) 2013. It was later reported that the event description included cellulitis, rash.

Manufacturer narrative:
Product ID 3889-28, lot# v058922, implanted: 2007 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the event resulted in an emergency room visit. The etiology was updated to surgery/anesthesia.